Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the procedure, the contralateral gate/leg did not deploy properly, which prevented the contralateral limb from being placed. The physician attempted to cannulate the gate several times but was unsuccessful. The physician decided to convert the patient to an endurant (B)(4) aui and performed a fem-fem bypass. The distance between the renal artery and the bifurcation was 90mm, which may have led to the difficulty cannulating the gate; the physician tried to pass the wire across the contralateral leg by the femoral artery and radial artery, both unsuccessfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty), patient's condition affected effectiveness of device (anatomy related; the distance between the renal artery and the bifurcation was 90mm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; the distance between the renal artery and the bifurcation was 90mm).